Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24125165. The feedback provided by the customer states that, "there was a leakage in the interface just after installation." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine, it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector had leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, the head nurse of the pediatric ward reported that when preparing to use a transparent needle-free connector on a patient, she found that the interface was leaking after installation. She promptly replaced it with a new transparent needle-free connector to complete the operation.